Event description:
(B)(6) (product manager) emailed to report that fluoro shots were washed out (completely white) and level/width needed to be adjusted to see images in verify registration task. C-arm model was a ge oec elite flat panel. Patient present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).